Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation in the target area. The physician recommended turning therapy off, and it was discovered therapy was already off. Attempts to increase amplitude were unsuccessful, and diagnostics revealed high impedances on all contacts. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent a procedure utilizing electrocautery (date of procedure unknown), and the patient also reported a separate incident of getting out of the bathtub and feeling something ¿pop.¿ it is unknown if these events contributed to the patient¿s ineffective stimulation. The physician explanted and replaced the patient¿s ipg, resolving the issue.